Event description:
According to the initial information received, an 18mm amplatzer septal occluder (aso) was implanted in a (B)(6), male patient who had an atrial septal defect with sufficient rims. Approximately 30 minutes post-implant, the aso was found migrated into the aortic arch via the left ventricle. A 12f amplatzer torqvue 45 exchange system was used to retrieve the aso but the aso could not be retracted into the sheath. The aso was percutaneously retrieved using a 16f, competitor's sheath.

Manufacturer narrative:
Imaging review: aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Device analysis: aga medical could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Conclusion: the results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the embolization remains unknown.